Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported steering issue/positioning issues were a result of the clip becoming caught in the chordae; however, a cause for the clip becoming caught in the chordae could not be determined. Furthermore, it is possible that the user technique during clip delivery system (cds) removal contributed to the difficulty retracting the clip into the guide; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, 2 implanted mitraclips, steerable guide catheter. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that the clip became caught on the chordae, requiring force to remove the clip delivery system (cds). During removal, resistance was met with the tip of the steerable guiding catheter (sgc); difficult to remove is an issue that has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted. The third clip delivery system (cds) was advanced to the mitral valve; however, the clip became caught in the chordae. The clip could only be released from the chordae using a lot of force. After the clip was released from the chordae, the steering of the cds was difficult; therefore, the decision was made to replace the device. The cds was retracted, but the clip met resistance with the tip of the steerable guiding catheter (sgc). The cds was able to be separated from the tip of the guide and removed. After the sgc was removed it was found that the sgc tip was torn. A new sgc and cds were used to complete the procedure. Three clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.